Event description:
Medtronic received information that a physician reported the explant of 4 out of 1000 implanted cg future bands due to a fracture, confirmed via x-ray and visual inspection at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned and no serial numbers were provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.